Event description:
Patient (pt) reports issue with reservoir volume when attempting to change pumps. Pt reports that once they changed to the new cassette and verified the settings for pump rate, the reservoir volume is defaulting to 23ml and not allowing them to bypass, edit, or reset the reservoir volume to the correct value. Rph advised the pt to continue to use the pump that is working. Pt replaced the batteries with current pump, attached cassette, confirmed no occlusions/ blockages with tubing, and confirmed that the reservoir volume states 100ml, pump rate is correct, infusion running, green bar, with estimated time of depletion of 31 hours. Pt reports serial number: (B)(6) of defective device. No further information, details, or dates available. Did the reported product fault occur while in use with the pt? - yes, did the product issue cause or contribute to pt or clinical injury? - no if yes, was any medical intervention provided? - is the actual product available for investigation? - yes, did pharmacy replace product? - yes, did the pt have a backup product they were able to switch to? - yes, was the pt able to successfully continue their therapy? - yes, if no, what was the pt instructed to do in order to continue their therapy? - is the therapy life-sustaining? - yes, what is the outcome of the event? ¿ resolved.